Event description:
It was reported that this was a closure using a prostyle device after an unspecified procedure. Reportedly, the device was fine upon insertion, but while bring the device out of the patient it almost tore the patients vessel [difficult to remove from vessel]. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Photo received from the account revealed a posterior cuff miss. Follow-up with the account confirmed that a cuff miss occurred during use of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Estimated date.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was not confirmed. The difficult to remove is related to the case circumstances and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. Based on observations from the returned analysis a cuff miss did not occur, nor was the foot ever opened. This indicates some other interaction with the vessel or access site occurred inducing the difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.